Event description:
The device was being used in the facility catheter lab for a scheduled procedure. The defibrillator was charged to 200 joules and therapy was delivered to the pt. Reportedly the printout for the shock documented the device delivered 10 joules, although the pt ECG successfully converted to a perfusing rhythm. The facility reported there were no adverse affects to the pt resulting from the use.